Event description:
Application of product at the time of event: central venous catheterization during a general anesthesia for cranioplasty due to trigonocephaly; no problem with the induction of the general anesthesia with midazolajm, fentanyl, o2 + air + isoflurane and with oro-tracheal intubation with previous curarization with pacuronio; after 30' general anesthesia induction when the pt was stable the catheter was inserted by left basilic vein with seldinger technique. The catheter was flushed 4 times before the insertion with saline solution as a systemic pre-flush of the catheter prior to insertion. The anesthetist observed the appearance of diffused cutaneous rash in all the body of the pt, transitory bradycardia to spontaneous resolution, hypotension, and light falling o2 saturation. The anesthetist immediately administrated through the catheter betamethasone and performed a manual ventilation with fio2 = 1; co has to note that a cortisone was administered before the event and it might have reduced the clinic manifestations. After 15 minutes, the pt had a standard hemodynamic situation and the disappearing of the cutaneous rash. When the pt was stabilized the surgeons made the intervention without any further complications. Current condition of pt: no sequela.